Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was programmed on monday then last night they turned their intensity up but could not feel anything unless they were laying down. During call pt was on group b which was for neuroscience and they increased intensity from 3.1 to 3.4 but did not feel therapy. Pt went to group c and program 1 was 0.0 so the pt increased intensity but did not feel nothing even at 3.6. Pt went to group a and pt increased intensity for the base to 3.0 and was feeling a little zinger; they increased to 3.1 and was feeling it. Pt checked clinician notes and did not see anything valuable to their issue to help. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.